Manufacturer narrative:
Findings: pump was received with blank display due to battery tube connector and not plugged in properly. No flashing white light display noted. Unable to communicate with sensor due to blank display. Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 249 mg/dl. The customer reported the pump called for a calibration and now it¿s not working. The customer took the battery out and received the battery error alarm. The customer put a new battery in, but the pump won¿t come on. The customer did troubleshoot and is calling back after receiving and installing a new battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.